Manufacturer narrative:
Dae of event: (B)(6) 2018. Date of report: 01aug2019. The biomedical engineer evaluated the unit and confirmed the reported error. The product support advised customer to replace the central processing unit (cpu) board. The customer repaired the unit by replacing the cpu board. The part was returned to the manufacturer for investigation: it was determined this failure was traced to a failed component on the cpu pcba at u39 (low distortion 1.5 watt audio power amplifier). This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported that the v60 ventilator alarmed with primary alarm failure. There was no patient involvement.